Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff check prior to use on a patient, the cuff did not inflate. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the sample is not expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the failure inflation line leak was confirmed in the received sample. The device history record (DHR) was reviewed and no discrepancies were found. A walking process was conducted in airway area and there was found as a probable root cause. A wrong flare which causes damage in the tube and contributes that the inflation line leak. A quality alert was posted in the airway area and the involved personnel were retraining to clarify the proper flare inspection. All manufacturing controls were found acceptable. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.